Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump loosed tone. The customer¿s blood glucose value was unknown. Customer stated that tone would always come back but then stop after running self test. The customer declined troubleshooting. The insulin pump will not be returned for analysis.